Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone is not available. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23h023av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Cerebral hemorrhage and cerebral infarction are both known potential complications associated with the use of the embotrap iii device and are listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device used, as the device performed as intended. The pi assessed the event as unrelated to the study device but possibly related to the procedure. However, the event occurred the day after the procedure and within the same vascular territory, thus the relationship between the device and the adverse event of ¿cortico-subcortical infarcts on the left with minor hemorrhage¿ cannot be ruled out completely. Additionally, it is unknown if there were any device deficiencies during the procedure. Based on this information, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 82-year-old female patient with a history of atrial fibrillation, coronary artery disease (cad), hyperlipidemia, and hypertension presented with an unwitnessed non-wake up stroke. The last time the patient was seen well was on (B)(6) 2023 at 15:55 hour. Symptoms were first observed on (B)(6) 2023 at 15:55 hour. The patient was presented to the treating hospital on (B)(6) 2023. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using a 5mm x 37mm embotrap iii revascularization device (et307537 / 23h023av) that targeted an occlusion in the left m1 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first pass was made with the embotrap iii device via a trevo trak 21 microcatheter (stryker) with 3-minute incubation time resulted in an mtici score of 3 with clot retrieval in the stent retriever. An axs catalyst® aspiration catheter (stryker), axs infinity ls plus long sheath (stryker), and a guidewire (unspecified brand) were also used during the procedure. On (B)(6) 2023, the patient experienced a cortico-subcortical infarcts on the left with minor hemorrhage. The principal investigator (pi) assessed this event not serious, mild in severity, and as not related to the embotrap iii study device, not related to the large bore catheter, but possibly related to the procedure. The event was not medically treated. The outcome is recorded as ¿recovered/resolved with sequelae,¿ with an end date of (B)(6) 2023. On (B)(6) 2023, the patient was discharged to another hospital with an nihss score of 3 and a mrs score of ¿1-no significant disability. Able to carry out all usual duties and activities.¿

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to include the additional event information received on 04-dec-2023. [Additional information]: on 04-dec-2023, additional information was received from the excellent clinical study team. Per the information, the location of the adverse event of cortico-subcortical infarcts on the left with minor hemorrhage was at or near the location where the study device was used. There was no sequalae. There was no device performance issue related to the embotrap iii during the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.